Event description:
The manufacturer received info alleging a ventilator does not power on. The device was in pt use. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).